Event description:
Broken screw with part of the broken screw removed. Flat foot reconstruction done in spring of 2010. The reconstruction failed. The patient has a bmi of 41 and walked on the limb early in the post-operative period. She presented with broken hardware at the lateral column which created the collapse. Orthohelix screws were removed.